Manufacturer narrative:
(B)(4). The reported complaint was confirmed. During the laboratory evaluation, the bpm¿s arterial bpm when tested with a temperature controlled water bath failed to operate as intended or to specification. The investigation determined that the thermistors were not built per the specifications, where the drawing note requires the thermistor chip to be located within first 0.050 inches of the sleeve. Further investigation at the supplier determined that the chip location did not transfer from design to manufacturing at the supplier. Further investigation also identified improper supplier controls at the time to ensure that the part met specification. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The blood parameter monitor (bpm) was returned with a piece of red tape affixed to it, stating "temperature not accurate". After speaking to salesman he stated that the device was inaccurate during use of the device for a cardiopulmonary bypass procedure. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical summary on (B)(6) 2016: this unit is one of the units involved in the thermistor recall as the unit is newly manufactured late 2015 and the bpms were built with the new thermistors. These bpms were built with thermistors that do not meet accuracy specifications and the temperature measurement at the shunt sensor has been observed to be up to 5-7 degrees celsius lower than expected. This can impact the accuracy of ph, partial pressure of carbon dioxide (pco2), partial pressure of oxygen (po2), and potassium (k+), but these inaccuracies were not reported for this unit. As part of the recall, customers were educated on the issue and asked to return the units. This unit has been returned to the manufacturer. This is a general complaint and not related to a specific case.